Manufacturer narrative:
Additional information: b2, b5, b6, h1, and h6. B5: upon follow up, it was reported that on an unknown date the patient experienced pulmonary edema and cardiac arrest. The patient passed away 5 days after the diagnosis of peritonitis. The cause of death was reported to be pulmonary edema and cardiac arrest. It was not reported if an autopsy was performed. Pd therapy was reported to be ongoing till the event of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "change in caretaker". The peritonitis was manifested by cloudy pd effluent. On the same date as diagnosis, the patient was hospitalized and began treatment with vancomycin injection (1gm, every 3 days, intraperitoneal, ongoing) and amakacin injection (150mg, once daily, intravenous, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and was recovering from the peritonitis. Pd therapy is ongoing. Retraining for the change in caretaker was done. No additional information is available.